Manufacturer narrative:
The insulin pump passed displacement test and self test. However, the insulin pump alarmed unexpected restart after battery installation due to interface board leaking voltage. The insulin pump was received with cracked case at the display window and display window, stained end cap sticker and minor scratched display window and case. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose was 90 mg/dl at the time of incident. The customer also reported that the insulin pump had crack near the lcd screen. The insulin pump was returned for analysis.